Manufacturer narrative:
The manufacturer previously reported a failure of the oxygen blending module manifold assembly and sensor board . The oxygen blending module manifold assembly and sensor board were returned to the manufacturer's quality assurance laboratory for further investigation. The oxygen blending module manifold was evaluated and was found to operate to design specifications. The sensor board was evaluated and the root cause of the sensor board failing was due to pressure sensor (mt3) being out of tolerance.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module, oxygen blending module manifold assembly and the sensor board were replaced to address the issues.